Event description:
Patient called and said his vgo easy fill device was not working properly- patient was a 30 month user and knew how to use device. I replaced his prescription with a full box of devices and called the company and they told me they would handle it. Then on tuesday, he said the replacement was not working either, I told him to call the company and they over nighted a new e-z fill device, which worked. On thursday I received a mail-back box to return the devices and when I called the company inquiring about a replacement I was told too bad. I then asked if they had reported 2 bad e-z fill devices and was told- not my business. But if patients are using the vgo system for their blood sugar control, they and I need to be assured that all is well. Dose or amount: 30mg. Frequency: daily. Route: subcutaneous. Dates of use: (B)(6) 2017. Diagnosis or reason for use: diabetes.